Event description:
Customer reports being unable to test her blood glucose, due to a device error on the aviva system. Customer tested 279 mg/dl on paramedic's meter, and was treated with humulin n insulin; she was admitted to the hospital for one week, and treated for multiple infections. Requested return of suspect device and replacement was sent.